Event description:
It was reported that the batteries in the insulin pump were lasting less than 24 hours. The customer blood glucose level was not provided. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Analysis reports the insulin pump was received with high stop/idle current due to short at the display driver board. Also the pump had a broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched display window, cracked display window, scratched reservoir tube window, reservoir tube cracked, cracked belt clip slot, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.